Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
An atrial perforation leading to procedural abortion was reported using versacross rf wire and versacross transseptal sheath. Transseptal puncture was successfully achieved using the versacross rf wire and versacross transseptal sheath. However, after crossing the septum, the versacross devices were not visualized in the left atrium via echocardiogram. Contrast dye was injected, and an extravasation was noted in the pericardium. The patient was taken to the operating room where a puncture was noted through the atrium. The versacross devices were removed by the surgeon. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire with the report number 3019751610-2022-00051.